Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable cardioverter defibrillator (ICD) could not send a manual transmission; the monitor did not have any green lights on the telemetry portion, it displayed a 5704 diagnostic code indicating no or inadequate cellular signal. The patient was encouraged to present to the clinic for further trouble-shooting. The device is still in use. No patient complications have been reported as a result of this event.